Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving a ¿hi¿ message, possibly due to reading above 600 mg/dl. This complaint was classified based on the customer care advocate (cca) documentation. The ¿hi¿ message began on (B)(6) 2014 at 2-3 pm. Within 30 minutes of the onset of the reported message, the patient was sweating. The patient reportedly managed his diabetes with more food/drink from (B)(6) 2014 to the following day. There was no report of any required hcp medical intervention. The patient¿s diabetes is managed with oral medication, diet, and/or exercise. During troubleshooting, the ¿hi¿ message was not resolved with training. There was no product misuse. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the onset of the ¿hi¿ message issue. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.